Event description:
The patient presented to the neurosurgeon with complaint of back pain. Upon examination, it was discovered that the patient's spinal rod had broken. Manufacturer response for spinal rod, expedium viper rod (per site reporter): the company representative was made aware.